Manufacturer narrative:
The reported event that intramedullary arthrodesis implant smart toe ii 16mm / 10° angle for pip arthro was alleged of 'sterilization indicator' deviation could be confirmed, since the lot sterility was confirmed to be valid until the 31st december 2017 when the implantation surgery occurred on the (B)(6) 2018. Based on investigation, the root cause was attributed to be user related. The failure was caused by not checking or considering or respecting the end of sterility period mentioned on the device label. Please note that the instruction for use (v15066 rev b smarttoe xfuse IFU (drnot0038)) reads: '' inspect the expiration date on the product¿s label and verify the integrity of the package before use. The expiry date of sterile products is indicated on the label. Stryker declines all responsibility if any of the instructions described above are not followed.'' A'clinical opinion to infection risk of sterile packaged devices' was provided by stryker clinical consultant: unnoticed or consciously ignored exceeded expire date of shelf life prior to end-user delivery or during storage in the hospital. All sterile packages of sterile stryker devices have been systematically tested for aging and long term storing features (usually for a five years period) under worst case conditions. At stryker or its subsidiaries, all packages are systematically checked for expiry date of the shelf life prior to delivery to the end user and only devices are delivered that have a minimum time interval to the expiry date. Nevertheless, delivery of a sterile device with expired shelf life cannot be definitely excluded with almost absolute certainty, despite systematic quality controls. In the hospitals, the use of sterile packaged devices with exceeded expiry date (inadvertently or consciously) is well known to be a frequent event. But, all stryker sterile packages have a high safety factor concerning the nominal shelf life. It has to be considered that all germs have a physical extension. For a bacterial contamination of the devices there must be pores or other openings in the package having a minimum width that allows for passing over of the germs. Therefore, the risk of a real contamination resulting in infection solely caused by an exceeding of the nominal expiry date (even for months and years) is extremely low due to the high long-term resistance of all stryker sterile packages." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device remains implanted.

Event description:
Primary procedure, right foot. It was reported that a smart toe implant which was expired as of (B)(6) 2017 was implanted. This was discovered on review of the billing sheet(s) for the procedure on (b)(5) 2017. Surgeon has no plan to revise the implant, it is reported the implant was sterile and frozen. Rep reported that the hospital will release no further information due to its policy.